Manufacturer narrative:
Manufacturing records including acceptance testing results were checked and found to be conforming to specifications upon release. Return of the lot has been requested. Device not yet available. If additional information becomes available, a follow-up report will be submitted.

Event description:
During routine testing of leeches for antibiotic resistance by the user (healthcare facility) at the moment of receipt and after several days of storage, the user detected: trimethoprim/sulfamethoxazole-resistant aeromonas hydrophila at receipt on (B)(6) 2017 (shipping water). Lot conforming to specifications when retested on (B)(6) 2017 (hospital storage water).

Manufacturer narrative:
Product was returned by the initial reporter and subject to microbiological analysis. The alleged aeromonas resistance to the trimethoprim/sulfamethoxazole antibiotic combination was not confirmed. Partial resistance of some aeromonas isolates to trimethoprim and fluoroquinolones was established. Routine prophylactic antibiotic treatment in accordance with current device labeling remains effective.

Event description:
During routine testing of leeches for antibiotic resistance by the user (healthcare facility) at the moment of receipt and after several days of storage, the user detected: trimethoprim/sulfamethoxazole-resistant aeromonas hydrophila at receipt on (B)(6) 2017 (shipping water). Lot conforming to specifications when retested on (B)(6) 2017 (hospital storage water).